Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the lubricity of the guide wire was compromised due to a coagulation of blood and/or contrast on the guide wire; thus resulting in the reported product quality problem (being stuck/with high resistance), the reported difficulty to advance in the anatomy and the reported difficult to remove devices over the guide wire; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unspecified vessel. The ht balance middleweight universal ii guide wire did not slide correctly through the artery and became stuck and advanced into unintended locations perhaps due to the resistance created by the polymeric coating. There was resistance during removal as the guide wire was stuck to an unspecified balloon. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.